Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the cx in an ami pt. During the attempt to deploy the stent, the balloon ruptured at 2 atm, so the stent delivery system (sds) was retracted. As the device was being pulled back, the stent dislodged in the left main. Another company's balloon was advanced to the stent in an attempt to deploy it at this unintended site; however, this balloon also ruptured. The pt then underwent bypass surgery. The pt is recovering, but is still in critical condition.